Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed initial final report based on the information discovered during the device evaluation. The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that during preventative maintenance, the handle remained blocked in the meshgraft and that it got stuck. The customer returned a zimmer skin graft mesher serial number 4596 as well as 1.5:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), 3:1 cutter serial number (B)(4), and 4:1 cutter serial number 1(B)(4)for evaluation. Evaluation of the device on 30 july 2019 noted that the device was out of calibration on the right side and that there was a defective ratchet handle and damaged comb. Review of the cutters found that four cutters were defective. The defective cutters and ratchet handle were to be returned to the customer. Repair of the mesher occurred the same day and involved replacing the comb and recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the ratchet handle was defective, it cannot be determined from the information provided as to what caused the handle to break down such that it would not function as intended. As such, a specific root cause of the ratchet handle becoming blocked and stuck on the device cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that during the product inspection at zimmer biomet france, the handle remained blocked in the meshgraft. The after sales assistant put the handle on the meshgraft and it get stuck. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.